Event description:
User received a questionable result for glucose on the d module analyzer for one patient sample. Initial glucose result gave 445 mg/dl. This glucose result was reported outside the laboratory. The patient sample was repeated giving a glucose result of 99 mg/dl. The initial glucose result was corrected with the repeat glucose result of 99 mg/dl. Patient was not affected or treated. Glucose reagent lot numbers, 62492101 and 61610701. The field service representative found the high concentration waste nozzle was clogged. He cleaned the nozzle. Customer ran controls, which were within customer specifications.

Event description:
Reporter alleged obtaining a result of 286 mg/dl on advantage system 1 compared back to back with a result of 93 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient (B) (4) for the suspect device used in system 1.